Manufacturer narrative:
Additional information: d11, h3. The reported complaint of an overinfusion of dexmedetomidine was not confirmed during a review of the logs nor replicated since the source device was not returned for the investigation. Results from a review of the pcu event log revealed a guardrails weight based infusion of non-anesthesia dexmedetomidine programmed with the rate of 9.04ml/h with a vtbi of 50ml on the reported date of event on (B)(6) 2020 at 5:17:46 pm. The programmed infusion completed to kvo at 11:01:12 pm. The vtbi was then changed by the user to 10ml and the infusion was started. The infusion completed to kvo at 12:14:25 am the following day/morning on (B)(6) 2020. The vtbi was then changed by the user to 10ml and the infusion was started at 12:15:01 am. At 12:16:17 am, the user changes the vtbi to 25ml and started the infusion. The vtbi was changed again by the user to 25ml at 1:01:10 am and the infusion was started. At 2:09:10 am, the user changes the vtbi to 90ml and the infusion was started. The unit was then removed from the system at 11:06:20 am. The total calculated volume infused was 99.7389ml the root cause of the customer¿s complaint of an over infusion was not identified. The source pump module identified in the pcu event logs was not returned for investigation. Device history review: review of the pump module service history record showed the device had a manufacture date of 11/02/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/20/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : suspect devices not received, pcu log review only.

Event description:
It was reported that an infusion pump in the ICU was programmed to infuse 85mlof dexmedetomidine at a rate of 9.04ml/hour, after an initial 10 minute bolus at a rate of 18ml/hour. The pump alarmed for air-in-line and the bottle was found empty prior to the intended stop time. Another bottle of dexmedetomidine was hung and set to infuse 85ml at a rate of 9.04ml/hour, but the bottle was found empty 2 hours later. A new infusion pump channel was attached to the pcu and a third bottle of medication was hung and set to infuse the same volume at the same rate. However, the pump stated 72.9ml had been infused when 200ml had actually been given. There was no reported patient impact.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that an infusion pump in the ICU was programmed to infuse 85mlof dexmedetomidine at a rate of 9.04ml/hour, after an initial 10 minute bolus at a rate of 18ml/hour. The pump alarmed for air-in-line and the bottle was found empty prior to the intended stop time. Another bottle of dexmedetomidine was hung and set to infuse 85ml at a rate of 9.04ml/hour, but the bottle was found empty 2 hours later. A new infusion pump channel was attached to the pcu and a third bottle of medication was hung and set to infuse the same volume at the same rate. However, the pump stated 72.9ml had been infused when 200ml had actually been given. There was no reported patient impact.